Event description:
The PICC catheter was inserted on (B)(6) 2009 in the svc. No difficulties were encountered during insertion. On (B)(6) 2009 during infusion chemotherapy was leaking.

Manufacturer narrative:
Results: a review of the device history record and material review report was completed and no abnormalities or irregularities were found during the manufacture of the lot number. Received one used 18 gauge catheter for analysis. The catheter was approximately 43 cm in length. Microscopic examination revealed an area of damage slightly below the nose of the molded junction. The damage consisted of two abrasions and an indentation to the catheter tubing. Abrasion 1 ran along the diameter of the catheter had damaged jagged edges. The walls near the abrasion were concave. Abrasion 2 ran linear with the catheter, was not straight and had damaged jagged edges. The area of indentation ran along the diameter of the catheter near abrasion 2. Leak testing confirmed leakage at abrasion number 2. Conclusions - the engineer confirmed leakage at the abrasion area identified on the catheter. The damage exhibited was characteristic of both stress, over pressurization to the inner walls, and damage to the inner walls, from a sharp/clamping object or instrument. The bd first PICC catheters are 100 percent pressure tested (flow/leak) to insure the catheter has no leaks or occlusions prior to acceptance. A pull test is performed per the specifications to insure catheter strength and integrity. (B)(4)